Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as CT system. On (B)(6) 2024, the scan of a stroke patient was interrupted by a collimator error. The customer waited for a gantry reset and was able to complete the scan. As a result of the collimator error, the scan was delayed for 2 minutes. No negative health consequence was reported for the involved patient.

Manufacturer narrative:
Siemens has completed an investigation of the event. Data for a detailed technical investigation was requested, however, no further information was provided. The collimator was exchanged by a siemens service engineer and the issue has not reoccurred. Based on the information available, no general product issue could be identified, and the issue is rated as a single occurrence.